Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms was confirmed based on the data contained in the log files. Further evaluation of the returned system controller, serial number (B)(6) also confirmed that the green pump running symbol leds were dim as reported. The event log file contained data recorded from november 2, 2022 (21:21) to november 3, 2022 (00:08) where intermittent power cable disconnect alarms associated with rsoc invalid fault were recorded. The associated voltage levels indicated that the black power cable rsoc (relative state of charge) values were intermittently fluctuating from approximately 4v to 0v and back to 4v. During the events where the rsoc level on the black cable was fluctuating to 0v, the bus voltage on the white cable began fluctuating below the low voltage threshold activating the low voltage hazard alarm. These atypical alarms (voltage levels) occurred while the controller was connected to 14v batteries and may suggest a possible connection issue; however, the specific root cause was not able to be determined. The pump support was not affected and the system continued to operate at the set speed. The driveline was disconnected at 23:57 on november 2, 2022 and the controller was powered down consistent with the reported information of a controller exchange. The periodic log file contained events recorded from october 23, 2022, to november 3, 2022. The recorded data did not add any new information regarding the reported event. The returned system controller was in used condition. Visual inspection revealed debris inside the power connectors. The debris were mostly inside the rsoc (relative state of charge) socket in both power connectors. The system controller was functionally tested and was found to function as expected. A full functional test was performed and the system controller passed all test steps. The system controller operated for extended period of time while connected to a test equipment with no active alarms. The system controller was tested while connected to the returned battery clips with test batteries installed and connected to a test pump. The power cables and the tests batteries were manipulated while the system was operating and there were no active alarms. The system controller was disassembled and visual inspection of the internal components was unremarkable. The power cables inner wires were measured and all wires/wires insulation appeared intact. In conclusion, the atypical voltage alarms while on batteries, captured in the log file were not able to be reproduced with the returned product. Although, the observed debris inside the power connectors rsoc (relative state of charge) sockets have the potential to result in a compromised connection between the controller and the batteries; the specific root cause for the alarms was not able to be determined. Regarding the complaint of the green pump running symbol being dim, the company is aware of the reported issue and initiated a CAPA to address dimming of the leds. The returned system controller was manufactured prior to the implementation of the corrective action. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev g, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev g, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev g, cautions the users to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ heartmate 3 patient handbook rev g, cautions users ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ hm3 instructions for use, rev g under section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient performed a controller exchanged to red low voltage alarms. The patient stated there was no green light and all the red lights were on. The patient was stable on main supply with no alarms but had a 'connect power' alert when changing batteries. Debris was cleared and the issue persisted. All 8 batteries were tried with the same problem. The patient went to the hospital and no action was taken. The battery clips were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.